Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. A visual exam was performed and no defects were observed. An attempt was made to inflate and deflate the balloon cuff. No issues were encountered during inflation; however, the balloon cuff would not deflate. The et tube was then injected with dye to check if there was a blockage in the inflation line. It appeared that there could be a blockage at the distal end of the pilot balloon. Another attempt was made at inflating and deflating the balloons. This time, both the pilot balloon and balloon cuff were able to completely deflate. The pilot balloon was then cut to inspect the inside of it for a cause of the blockage that was originally found. Upon inspection, nothing was found to suggest there should be a blockage that prevents the balloon cuff from completely deflating. Although the returned et tube initially had difficulty with completely deflating, there were no more issues with deflating by the end of the functional inspection. It could not be determined what initially caused the sample to not deflate completely. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff not deflating/at pre-test" was confirmed based upon the sample received. The balloon cuff initially had difficulty with completely deflating. However, the blockage that appeared to be preventing the cuff from deflating went away when testing with dye. The pilot balloon was cut in half for further inspection but it could not be determined what caused the initial blockage. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence of a manufacturing issue. No functional issues were found with the returned sample.

Event description:
Customer complaint alleges "cuff would not deflate properly once inflated." Alleged defect was detected prior to use, during pre testing. No report of patient involvement. No report of delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "cuff would not deflate properly once inflated." Alleged defect was detected prior to use, during pre testing. No report of patient involvement. No report of delay in treatment.